Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is non-verifiable. No product was returned, therefore no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The severity of this complaint is no greater than the severity listed in the fmea. The most likely underlying cause of the complaint cannot be determined. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product - zimmer biomet tmj system left fossa component, small, catalog #: 24-6563, lot # 527660b; zimmer biomet tmj system right fossa component, small, catalog #: 24-6562, lot # 472630a; zimmer biomet tmj system left narrow mandibular component, catalog #: 01-6545, lot # 457410b; zimmer biomet tmj system right narrow mandibular component, catalog #: 01-6546, lot # 532890a; zimmer biomet 2.7x8mm screw, catalog #: 91-2708, lot # ni; zimmer biomet 2.7x10mm screw, catalog #: 91-2710 lot # ni; zimmer biomet 2.0x7mm screw, catalog #: 99-6577, lot # ni. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00303, 0001032347-2019-00304, and 0001032347-2019-00305.

Event description:
It was reported that the patient is experiencing speech difficulty, pain, issues with opening her mouth and chewing, gagging when eating, migraines, and squeaking in her joint. The patient has received botox injections to treat her symptoms. No additional patient consequences were reported.